Event description:
The nurse reported a loud fan noise and problems priming the system. The nurse stated the surgeon switched settings. A system message displayed. The infusion cannula was removed to re-prime the system. The patient developed a choroidal effusion. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and found system messages in the event log. The system was reset to mitigate the loud fan. The noisy tray arm assembly was repaired. The pcb was replaced for diagnostic purposes and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The report was mailed to FDA on: 08/26/2009.